Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported to the sales rep that the clips would not close completely with two clip appliers from the same lot. A third like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9154a. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with five clips with gap was returned along with the instrument. In an attempt to replicate the reported incident; the device was cycled and it fed and formed four clips with gap; in addition, the device locked out as intended. No conclusion could be reach as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.